Event description:
It was reported that during implant the physician noted it was difficult to insert the atrial lead the procedure was completed and the values were good. The patient presented several hours later with high capture thresholds high impedance and sensing anomaly. The pocket was reopened and the physician noted that the setscrew was not fully tightened. The physician attempted to tighten the setscrew and failed. The device was explanted and replaced. The patient would be followed with routine follow ups.

Manufacturer narrative:
(B)(4).